Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was walking in the hallway of his apartment when he fell down but did not lose consciousness. The neighbor found him during that time, but since the neighbor could not help him to stand up, they decided to call the fire department. When the fire department arrived, they tested the bg which was 22 mg/dl but the cgm reading was high. The patient did not feel any symptoms of hypoglycemia before he fell down. Fire department treated the patient with IV medication and took him to the hospital. The patient was hospitalized for 5 days from (B)(6) 2024. During the time he was admitted to the intensive care unit (ICU) for 1 and half day, and they were manually monitoring the patient´s blood glucose until it stabilized performing insulin injections for diabetes management. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.